Manufacturer narrative:
One device was received for evaluation. Visual inspection found a lifted downstream occlusion. A visual inspection was performed and the reported issue was duplicated. The cause of the reported issue was due to degradation. As a result, the downstream occlusion sensor was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device has a damaged dso. No patient involvement.